Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was admitted in hospital for unknown reason. The customer blood glucose level was unknown. The customer not performed test or troubleshooting for insulin pump. The insulin pump will not be returned for analysis.